Event description:
According to baxter, the patient woke up and heard a noise that sounded like a "slurp" and saw that the infusor was empty. The infusion was completed in 38 hours versus the expected 46 hours. The contents of the device was 5fu and normal saline for total fill volume of 256ml. Reporter states no patient injury resulted.